Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Patient status post antegrade femoral nail and blade implantation on (B)(6) 2011 for a crushed right femur fell and reported pain to surgeon. It was discovered the patient had a nonunion. Patient was returned to operating room on (B)(6) 2012, all hardware was removed and the patient was revised to a larger nail. During removal the medial portion of one screw broke and remains in the patient's bone. This is 4 of 4 reports for this event.